Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's spouse reported that they were admitted for medical treatment. The customer's spouse reported that they were receiving no delivery alarms and a battery out limit. The customer's blood glucose was 505 mg/dl at the time of the incident. The customer's blood glucose was 105 mg/dl at the time of call. The customer's spouse stated that they were treating the high blood glucose with the insulin pump. The customer's spouse stated that they experienced vomiting. The customer's spouse stated that the batteries were out greater than duration allow by the insulin pump. The customer's spouse was assisted in clearing the battery out limit alarm. The customer's spouse declined to troubleshoot for air bubbles, leaks and settings. The customer's spouse stated that the cannula was not bent. The insulin pump will not be returned for analysis.